Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported this product has been breaking off at the white half with the perforated holes. This leaves the blue half lodged in the ng. This half is almost impossible to remove unless manipulated with the use of large pliers and scissors, which they were able to do for this patient. This did cause stress and unnecessary discomfort to the patient. This is not the first time this product has broke while in use with a patient and it always breaks at that same spot.

Manufacturer narrative:
A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba walk was held in the production area to review the manufacturing process, and it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation processes, and release procedures. Based on all available information, a root cause could not be determined at this time. A corrective and preventative action has been initiated to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.